Event description:
It was reported by a competitor manufacturer that an alert was triggered for out of range impedance. The impedance was measured at 130 ohms and was 97 ohms at implant and has slowly trended upward. It was further reported there was a possible lead fracture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: cd1231-40 implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2012; 4968 implantable pacing lead, implanted: (B)(6) 2012. (B)(4).